Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The baseline gener/age characteristic is male/56 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿continuous monitoring following second generation cryoballoon ablation for paroxysmal atrial fibrillation (af): in patients with cardiac implantable electronic devices.¿ heart rhythm. 2018. S1547-5271. (18) 30815-4. Doi: 10.1016/j.hrthm.2018.08.015. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation system: there were two (2) patients who experienced phrenic nerve palsy (pnp); both of which ¿completely¿ recovered within 20 minutes. There was one patient who developed a femoral pseudoaneurysm that was treated ¿conservatively.¿ also reported were patients who experienced ¿palpitations.¿ the author indicated that these symptoms were due to episodes of sinus tachycardia, non-sustained ventricular tachycardia (vt), and ¿regular¿ tachycardia. Further follow up did not yet yield any additional information. The status/location of the cryoballoon system is unknown. No further patient complications have been reported as a result of this event.